Manufacturer narrative:
This report is being supplemented to provide additional information (h10) and corrected data (d10) regarding the reported event. Additional information received identified the broken connector has been replaced.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿check the following for each connector. -the connector should be fixed firmly, -the o-rings should be free of abnormalities such as cracks, tears, or dents.¿ the root cause was not determined. Probable causes include that the gray connector was chipped or loosen by some impact that caused the unit to come apart.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. A field service engineer will be dispatched to the account to repair the device. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the gray port connector of the unit is broken. Additional information is unavailable at this time.